Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic with syncope, loss of capture was observed. Programming changes were made. Patient will continue to be monitored.